Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during use the guide wire unraveled. The device was intact when removed.

Manufacturer narrative:
(B)(4). The customer returned an unraveled swg for evaluation. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld. The proximal end of the core wire protruding was rounded and pinched. The j-bend tip was deformed, and the guide wire body also had multiple bends and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the proximal weld. The proximal weld was present at the end of the unraveled coil wire and the distal weld was still intact. Both the proximal and distal welds appeared full and spherical. Two prominent kinks in the swg were located approximately 175mm and 190mm from the distal weld. The swg core wire length measured 456 mm, which is not within the specifications of 596-604 mm per drawing. This indicates that either at least 140 mm of the core wire was not returned, or an incorrect kit material number was reported. The outer diameter (od) of the guide wire measured 0.801 mm, which is within the specification of 0.788-0.826 mm per drawing. A manual tug test confirmed the distal weld was intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The swg was unraveled from the proximal weld and contained kinks. During investigation, the swg core wire length measured 456 mm, which is not within specification. This indicates that either at least 140 mm of the core wire was not returned, or an incorrect kit material number was reported. A device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error likely contributed to this event, however, the probable cause of the guide wire unraveling could not be determined due to the discrepancy in the swg length and based upon the information provided. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during use the guide wire unraveled. The device was intact when removed.